Event description:
The report indicated that the user's bgs remained high (283-500mg/dl) over a 20 hour period despite having administered multiple correction boluses. A hazard alarm was initiated by the pod minutes after a final bolus was programmed. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.